Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. Per the pt, her pump screen went blank and the pump was alarming. Her blood glucose prior to admission was >500 mg/dl. Upon admission, her blood glucose was 529 mg/dl and she was treated with IV fluids and insulin. The device should be returned for eval.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were unable to be performed. The device would go into an alarm condition at power-up and the screen was blank. The device was visually examined. The housing had physical damage and cracking was visible. The housing was further opened and significant corrosion was present. Fluid had gained entry into the housing via the aforementioned housing breakage. We were unable to determine how and when the housing became damaged.